Event description:
Oxygen flow meter used with adapter/connector. One of two prongs broken off connector, allowing insertion into nitrous oxide port. Pt was on ventilator during code situation occurring during cardiac cath, and received nitrous oxide instead of oxygen.